Event description:
It was reported to hp that the crew arrived at the pt's home and started cardio pulmonary resuscitation. Defibrillator pads were put on the pt's chest. The defibrillator failed to register that the pads were connected. They checked the connection, shook the lead, and the defibrillator started monitoring. The pt was in ventricular fibrillation. Two times 200j shocks and one time 300j shock were given. The pt was dead upon arrival at hosp.